Event description:
Additional information indicated that the patient went to the surgical consultation on 2013 (B)(6). There were 4 electrodes in range "instead of the 2 from the previous meeting." Reprogramming was performed on those contacts providing coverage that the patient was happy with. Patient's healthcare professional (hcp) put off scheduling a revision at that time. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a loss of stimulation sensation. The patient charged her implantable neurostimulator (ins) the previous night. It was confirmed that stimulation was on, and it was set at 9.5v. The patient attempted to increase stimulation and was not able to feel stimulation. It was noted that the patient fell in november of 2012 and broke her shoulder. The patient had stopped feeling stimulation in november of 2012. Three days later it was reported that the patient's stimulation was "not working" and that it was "not helping". The patient's stimulation was at 9.5v and she did not feel it, but then received a "shock" or "zap" during movement. All impedances were greater than 3,600 ohms except circuit 4-6 which was 996 ohms. The patient was programmed on electrode 0-1 and 4-5. About five days later it was reported the stimulation was only provided in the left leg, which was not where the patient needed it. The patient was scheduled for a revision surgery on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3998, lot# v009630, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-29, lot# n185094, implanted: (B)(6) 2010, product type: accessory. (B)(4).